Manufacturer narrative:
The device has been requested for eval; however has not yet been received.

Event description:
Report received from (B)(6) which states: "trocar is blunt and difficult to enter. No pt impact."